Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
This tubing was hung on (B)(6)2025 at 0630. On (B)(6)2025 at 2137, the luer lock connection that connects with patient's central line was noted to have a cloudy/cracked appearance. Decision was to change all tubing. No patient harm.

Manufacturer narrative:
The complaint and the samples have been submitted to our supplier for their evaluation. The investigation summary is as follows: two used bifurcated were received at our manufacturing facility for this investigation. Initial inspection of the device, a crack marks at male connector of the subassembly bifurcated adaptor was found. While this confirmed the complaint, the probable cause of this damage was determined to be evidence of excessive force applied. A review of the suppliers device's history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Vygon colombia also confirmed that there were no documentation findings related to this lot that would indicate the issue was present during assembly. This issue does not meet the criteria for trending, which requires three or more related complaints to be reported within a three-month period. Although one cracked issue was noted in september-over five months prior to this report-the issue is not considered formally trending. Corrective action: the supplier of the component determined following an investigation that this issue was caused by over torquing of the component during use. Therefore, no corrective action was initiated at this time. Vygon will continue to monitor this type of issue and escalate it if necessary.

Event description:
This tubing was hung on 3/4/2025 at 0630. On 3/4/2025 at 2137, the luer lock connection that connects with patient's central line was noted to have a cloudy/cracked appearance. Decision was to change all tubing. No patient harm.